Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that this phenomenon was attributed to the problem such as a momentary power failure in the power supply environment of the user facility, or the aging deterioration of the components on the printed circuit board due to the long-term use because the subject device had been used more than 9 years since manufacturing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, the subject device restarted automatically. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The service department of olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon.